Manufacturer narrative:
09-sep-2024 product investigation results: product return was received and identified as a non-genuine oral-b product; it was not manufactured under p&g control.

Event description:
Nipped - cheek- skin [skin injury] rotating part had become semi-detached from the rest of the head...catches my mouth in it / I can see the strings in the mechanism of the head - oral-b [device breakage] wobbly - oral-b [device connection issue] product counterfeit - oral-b [product counterfeit]. Case narrative: female consumer via e-mail reported that the rotating part of the oral-b toothbrush heads became semi-detached from the rest of the head, caught her mouth while brushing her teeth, and she could see the strings in the mechanism of the head. No injury was reported. 28-jul-2024 via e-mail: consumer reported that the oral-b toothbrush head had become wobbly. The suspect product lot number was 4 704 132-00. No injury was reported. 29-jul-2024 via digital safety assessment survey: the consumer was 40 years old. No health care professional was contacted. No injury was reported. 14-aug-2024 via e-mail: consumer reported that the oral-b toothbrush head nipped her cheek in between the waggly head and the main stem of the oral-b toothbrush. No serious injury was reported. 09-sep-2024 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Nipped - cheek- skin [skin injury]. Rotating part had become semi-detached from the rest of the head...catches my mouth in it / I can see the strings in the mechanism of the head - oral-b [device breakage]. Wobbly - oral-b [device connection issue]. Case narrative: female consumer via e-mail reported that the rotating part of the oral-b toothbrush heads became semi-detached from the rest of the head, caught her mouth while brushing her teeth, and she could see the strings in the mechanism of the head. No injury was reported. 28-jul-2024 via e-mail: consumer reported that the oral-b toothbrush head had become wobbly. The suspect product lot number was 4 704 132-00. No injury was reported. 29-jul-2024 via digital safety assessment survey: the consumer was 40 years old. No health care professional was contacted. No injury was reported. 14-aug-2024 via e-mail: consumer reported that the oral-b toothbrush head nipped her cheek in between the waggly head and the main stem of the oral-b toothbrush. No serious injury was reported.